Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: during surgery for a distal radius fracture, after repositioning and installing the plate surgeon inserted va locking screw through guiding block in a positioning hole via fixed mode. Surgeon then inserted and locked va locking screws, however, one screw penetrated in proximal row most styloid side. Surgeon did not remove screw and plate. Surgeon decided to leave the plate and screws in place and finished this surgery. It was noted the surgeon used the torque limiter 0.8nm in lock. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. The DHR was reviewed with no complaint related anomalies noted. The device was not returned.